Manufacturer narrative:
(B) (4). Evaluation results: (occlusion). (Severe tortuosity and sharp bend in the vessel). (Secondary intervention).

Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm 24 months ago. Currently, the vessel morphology was reported as severe tortuosity and no calcification. Twelve months post stent graft implant, the patient was treated for contralateral iliac limb thrombosis. The patient presented emergently one month ago with thrombosis with a cold leg. There was stent graft occlusion, due to thrombosis in the contralateral limb where the distal left common iliac vessel took a sharp turn. The physician elected to treat the occlusion with another manufacturer's 14 x 16 bare metal stent and the occlusion was cleared. No additional clinical sequelae were reported and the patient is fine.